Manufacturer narrative:
This supplemental report is being submitted to correct e1 "reporter name and address" in the MFR report #8010047-2021-10044 and provide additional information. The information about e1 "reporter name and address" address in the initial report has been updated and has been corrected. In addition, according to additional information provided by the user facility, the device had been manually reprocessed using peracetic acid. The device was evaluated at olympus france s.a.s. (Ofr). As a result of the evaluation, no defects were found. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the following information, olympus medical systems corp. (Omsc) surmised that the reported event was less relevant to the device. -as a result of the microbiological testing performed after reprocessing by the user facility, the growth of bacteria (400 cfu/endoscope) was confirmed. -as a result of the microbiological testing performed after the reprocessing by ofr according to the instruction manual, bacteria (2 cfu/endoscope) were detected in the channel rinse solution. -there were no defects in the device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (2 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing before use by the user facility, the sample collected from the device tested positive for unspecified microbe (400 cfu). No staphylococcus aureus, enterobacteriaceae, pseudomonas, or yeast was detected in the sample. Sampling for microbiological testing was done on (b)(6 2021. The user facility reported that the device was reprocessed according to the manufacturer specifications. The device was a demonstration product. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.